Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient in USA underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2016 the patient began duopa via percutaneous peg-j tube. In (B)(6) 2016, the patient experienced a stoma site infection. On an unknown date, the patient was placed on an oral antibiotics for seven days. On (B)(6) 2017, the patient reported that the stoma site infection was improving. The device was still implanted.